Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1- patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 09:00:04. Daily hv-lead impedance trend data shows svc defib=61 to 254 ohms max between (B)(6) 2011 , then returns to 66 ohms on (B)(6) 2011.

Event description:
It was reported that the lead impedance alert sounded and that there was noise. The lead's svc (superior vena cava) coil was turned off. It was further reported that the atp (anti-tachycardia pacing) and shocks reported as having four shocks failed. Follow up information was received and indicated that the device may have a loose set screw. The physician intends to test the patient's system non-invasively. The device remains in use. No patient complications have been reported as a result of this event.